Event description:
It was reported that the patient with this pacemaker experienced a sore feeling around the implant site which was getting worse. Boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.